Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer¿s blood glucose (bg) level was not impacted. During a follow-up, it was reported the customer was no longer receiving occlusion alarms after an infusion set change. Reportedly, the customer is very lean. Tandem technical support educated the customer regarding occlusion alarms.